Event description:
On (B)(6) 2011, baxter spoke to the peritoneal dialysis registered nurse (pdrn) regarding a home choice issue on (B)(6) 2011 who reported that the home patient (hp) had been on hemodialysis (hd) due to a hernia repair. On (B)(6) 2011, baxter received a follow up from the hp who stated that he was hospitalized on (B)(6) 2011 for a hernia repair surgery. On (B)(6) 2011, the hp had placement of a hd catheter and was then discharged. Pd therapy was placed on hold. On (B)(6) 2011, the hp resumed pd therapy with supplemental hd. The hp stated that in his opinion, causality was due to the pd therapy. At the time of this report, the hp had continued with pd therapy with hd supplementation as the md was easing the hp back to pd therapy slowly to ensure that the hernia would not return.

Manufacturer narrative:
(B)(4) - the device availability is unknown as it continued to be used at the time of the initial report. Should additional information, or the device become available, and/or upon conclusion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter tampa bay facility for evaluation and the rite (return instrument test/evaluation) test was performed. The device passed the homechoice rite functional test and the homechoice rite electrical test. Internal & external visual inspections revealed no problems. Pal evaluated the device and no failure or malfunction was observed. The root cause of the patient's hernia was undetermined.. Baxter will continue to monitor similar reports to determine if further actions are required.